Event description:
The article, "early single center experience with cerebral embolic protection in high-risk cardiac surgery", was reviewed. The article presented a case study of a 75-year-old male patient with mitral stenosis, mitral annular calcification, arterial hypertension, hyperlipidemia, diabetes mellitus, paroxsymal atrial fibrillation, pulmonary hypertension, restrictive lung disease, asthma, and bronchiectasis. It was reported that on an unknown date, a 31mm epic valve was chosen for mitral valve replacement. It was also reported the patient experienced cardiogenic shock requiring inotrope support, vasodilation, respiratory failure, transaminitis, and partial occlusion of right radial artery. [The primary and corresponding author was isaac george, division of cardiac, thoracic and vascular surgery, new york-presbyterian hospital, columbia university medical center, nyp 177 ft. Washington avenue garden north, floor 7, new york, ny 10032, USA, with corresponding email: ig2006@cumc.columbia.edu].

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: early single center experience with cerebral embolic protection in high-risk cardiac surgery. As reported in a research article, early single center experience with cerebral embolic protection in high-risk cardiac surgery. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.